Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the reported symptom system error 105, which was caused by a failed motor. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed for a system error 105 in the emergency room. The customer also stated that there was no report of any pt involvement or injury.